Manufacturer narrative:
Complaint no: (B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis (pd) therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as contamination, possibly due to not wearing a mask. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with gentamicin (intraperitoneal, dose, frequency, and duration were unknown) for peritonitis. Nine days prior to the receipt of this report, treatment with gentamicin was discontinued. At the time of this report, the patient was recovering from the peritonitis. The action taken with dianeal therapy was not reported. On an unreported date, the patient was retrained in aseptic technique. No additional information is available.